Event description:
The surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens in the patient's left (os) eye and excessive vault was noted was noted. The lens was removed and exchanged with a shorter length lens and this resolved the problem. Patient's last ucva 20/20.

Manufacturer narrative:
Method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens was returned dry, a haptic was torn and there was a clear surgical residue on the lens. Medical l review - according to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition, (poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). A higher tahn ideal vaulting isn the absence of sign and/or symptoms does not need an exchange. However, the surgeon may decide to exchange if he determines that this condition may affect the outcome of the patient's vision. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
The product is manufactured in u.s. But not marketed in the u.s. Pt weight: unknown. (B)(4).